Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the therapy electrode pads and ECG electrodes described as red skin that bled. The patient consulted her physician who recommended a cream. Follow-up indicated that the cream was helping and that the irritation was not as severe.